Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('right essure noted to be perforated through the isthmic portion of the right fallopian tube') in an adult female patient who had essure (batch no. A06688) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pyelonephritis, epilepsy, generalized anxiety disorder, musculoskeletal pain and bladder operation. Concurrent conditions included schizoaffective disorder, gerd, lower abdominal pain, breast pain, dizziness, uterine bleeding, dysfunctional uterine bleeding, bloating and upper abdominal pain. Concomitant products included cefixime (flexeril), cyclobenzaprine, fluticasone, ibuprofen, medroxyprogesterone acetate (depo provera) and ranitidine. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("physical pain/pain pelvic area"). In (B)(6) 2013, the patient experienced anxiety ("anxiety / mental anguish") and depression ("depression"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2014, the patient experienced fatigue ("fatigue") and nausea ("nausea"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), alopecia ("hair loss"), migraine ("migraines/headaches") and headache ("migraines / headaches") and was found to have weight increased ("weight gain"). The patient was treated with ranitidine hydrochloride (zantac) and surgery (hysterectomy (full);salpingectomy bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, dysmenorrhoea, dyspareunia, fatigue, alopecia, anxiety, depression and weight increased outcome was unknown, the pelvic pain and nausea had resolved and the vaginal haemorrhage, menorrhagia, migraine and headache was resolving. The reporter provided no causality assessment for fallopian tube perforation with essure. The reporter considered alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion dates : (B)(6) 2007. On the left side, 5 coils were noted when finished. On the right side, 2 coils were noted when finished. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded/total bilateral occlusion.. Pathology test - on (B)(6) 2018: uterus, cervix, bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: -benign cervix, benign inactive endometrium without hyperplasia or atypia and benign fallopian tubes.. Ultrasound scan vagina - on (B)(6) 2015: no visualization of left ovary. Concerning the injuries reported in this case the following events were confirmed via patients medical record : menorrhagia, dysmenorrhea, nausea,depression,anxiety,schizoaffective disorder,headaches, weight gain. Lot number:a06688, manufacture date: 2012-05, expiration date: 2015-05. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-aug-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation'), fallopian tube perforation ('right essure noted to be perforated through the isthmic portion of the right fallopian tube / perforation') and autoimmune disorder ('autoimmune') in an adult female patient who had essure (batch no. A06688) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pyelonephritis, epilepsy, generalized anxiety disorder, musculoskeletal pain, bladder operation, depression and anxiety. Concurrent conditions included schizoaffective disorder, gerd, lower abdominal pain, breast pain, dizziness, uterine bleeding, dysfunctional uterine bleeding, bloating and upper abdominal pain. Concomitant products included cefixime (flexeril), ciprofloxacin, cyclobenzaprine, fluticasone, ibuprofen, medroxyprogesterone acetate (depo provera), paracetamol (acetaminophen) and ranitidine. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("physical pain/pain pelvic area/chronic"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue") and migraine ("migraines/headaches"). In (B)(6) 2013, the patient experienced anxiety ("anxiety / mental anguish/psych injury") and depression ("depression/psych injury"). In (B)(6) 2014, the patient experienced nausea ("nausea"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), dyspareunia ("dyspareunia (painful sexual intercourse),"), alopecia ("hair loss"), headache ("migraines / headaches") and abdominal pain ("abdominal pain/chronic") and was found to have weight increased ("weight gain"). The patient was treated with ranitidine hydrochloride (zantac) and surgery (hysterectomy (full);salpingectomy bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, fallopian tube perforation, dysmenorrhoea, dyspareunia, fatigue, alopecia, anxiety and depression outcome was unknown, the autoimmune disorder, genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, nausea, weight increased, headache and abdominal pain had resolved and the migraine was resolving. The reporter provided no causality assessment for fallopian tube perforation with essure. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion dates : (B)(6) 2007. On the left side, 5 coils were noted when finished. On the right side, 2 coils were noted when finished. Received treatment for pain, bleeding, perforation, other injuries/symptoms : yes diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded/total bilateral occlusion.. Pathology test - on (B)(6) 2018: uterus, cervix, bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: -benign cervix, benign inactive endometrium without hyperplasia or atypia and benign fallopian tubes.. Ultrasound scan vagina - on (B)(6) 2015: no visualization of left ovary.. Concerning the injuries reported in this case the following events were confirmed via patients medical record : menorrhagia, dysmenorrhea, nausea,depression,anxiety,schizoaffective disorder,headaches, weight gain. Lot number:a06688, manufacture date: 2012-05, expiration date: 2015-05. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received: event uterine perforation added. Event outcome of pelvic pain, vaginal hemorrhage, were updated as recovered/resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('right essure noted to be perforated through the isthmic portion of the right fallopian tube / perforation'), autoimmune disorder ('autoimmune') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. A06688) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pyelonephritis, epilepsy, generalized anxiety disorder, musculoskeletal pain and bladder operation. Concurrent conditions included schizoaffective disorder, gerd, lower abdominal pain, breast pain, dizziness, uterine bleeding, dysfunctional uterine bleeding, bloating and upper abdominal pain. Concomitant products included cefixime (flexeril), cyclobenzaprine, fluticasone, ibuprofen, medroxyprogesterone acetate (depo provera) and ranitidine. On (B)(6)2013, the patient had essure inserted. In (B)(6)2013, the patient experienced pelvic pain ("physical pain/pain pelvic area/chronic"). In (B)(6)2013, the patient experienced anxiety ("anxiety / mental anguish/psych injury") and depression ("depression/psych injury"). In (B)(6)2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/menorrhagia (heavy menstrual bleeding)"). In (B)(6)2014, the patient experienced fatigue ("fatigue") and nausea ("nausea"). In (B)(6)2015, the patient experienced dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), alopecia ("hair loss"), migraine ("migraines/headaches"), headache ("migraines / headaches") and abdominal pain ("abdominal pain/chronic") and was found to have weight increased ("weight gain"). The patient was treated with ranitidine hydrochloride (zantac) and surgery (hysterectomy (full);salpingectomy bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, dysmenorrhoea, dyspareunia, fatigue, alopecia, anxiety and depression outcome was unknown, the autoimmune disorder, genital haemorrhage, pelvic pain, menorrhagia, nausea, weight increased, headache and abdominal pain had resolved and the vaginal haemorrhage and migraine was resolving. The reporter provided no causality assessment for fallopian tube perforation with essure. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion dates : (B)(6)2007. On the left side, 5 coils were noted when finished. On the right side, 2 coils were noted when finished. Received treatment for pain, bleeding, perforation, other injuries/symptoms : yes diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: essure device was successfully occluded/total bilateral occlusion.. Pathology test - on (B)(6)2018: uterus, cervix, bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: -benign cervix, benign inactive endometrium without hyperplasia or atypia and benign fallopian tubes.. Ultrasound scan vagina - on (B)(6)2015: no visualization of left ovary.. Concerning the injuries reported in this case the following events were confirmed via patients medical record : menorrhagia, dysmenorrhea, nausea,depression,anxiety,schizoaffective disorder,headaches, weight gain. Lot number:a06688, manufacture date: 2012-05, expiration date: 2015-05. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received. Reporter information added. Event : abdominal pain, general abnormal bleeding, autoimmune were added. Outcome of the event weight gain, headaches, menorrhagia (heavy menstrual bleeding) were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('right essure noted to be perforated through the isthmic portion of the right fallopian tube') in a female patient who had essure (batch no. A06688) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pyelonephritis, epilepsy, generalized anxiety disorder, musculoskeletal pain and bladder operation. Concurrent conditions included schizoaffective disorder, gerd, lower abdominal pain, breast pain, dizziness, uterine bleeding, dysfunctional uterine bleeding, bloating and upper abdominal pain. Concomitant products included cefixime (flexeril), cyclobenzaprine, fluticasone, ibuprofen, medroxyprogesterone acetate (depo provera) and ranitidine. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("physical pain/pain pelvic area"). In (B)(6) 2013, the patient experienced anxiety ("anxiety,mental anguish") and depression ("depression"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2014, the patient experienced fatigue ("fatigue") and nausea ("nausea"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), alopecia ("hair loss"), migraine ("migraines/headaches") and headache ("migraines / headaches") and was found to have weight increased ("weight gain."). The patient was treated with ranitidine hydrochloride (zantac) and surgery (hysterectomy (full);salpingectomy bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, dysmenorrhoea, dyspareunia, fatigue, alopecia, anxiety, depression and weight increased outcome was unknown, the pelvic pain and nausea had resolved and the vaginal haemorrhage, menorrhagia, migraine and headache was resolving. The reporter provided no causality assessment for fallopian tube perforation with essure. The reporter considered alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion dates : (B)(6) 2007. On the left side, 5 coils were noted when finished. On the right side, 2 coils were noted when finished. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded/total bilateral occlusion. Pathology test - on (B)(6) 2018: uterus, cervix, bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: -benign cervix. -benign inactive endometrium without hyperplasia or atypia. -benign fallopian tubes. Ultrasound scan vagina - on (B)(6) 2015: no visualization of left ovary. Concerning the injuries reported in this case the following events were confirmed via patients medical record : menorrhagia, dysmenorrhea, nausea,depression,anxiety,schizoaffective disorder,headaches, weight gain. Most recent follow-up information incorporated above includes: on 31-jul-2019: pfs and mr received : essure model number was changed from essure (205) to essure (305).case was updated from other event to incident. Lot number added. Outcome of the event pelvic pain was changed from unknown to recovered/resolved. Following events were added : abnormal bleeding (vaginal, menorrhagia), dysmenorrhea, dyspareunia, fatigue, hair loss; migraines/headaches, nausea, anxiety, depression,right essure noted to be perforated through the isthmic portion of the right fallopian tube, weight gain. Reporter information added. Medical history and concomitant conditions added. Concomitant products and treatment drugs added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.